Manufacturer narrative:
Additional suspect medical device components involved in the event: model: n/I serial/lot: n/I description: clik anchor.

Event description:
A report was received that the patient had a revision procedure in order to adjust the positioning of the ipg and clik anchor due to discomfort. Patient¿s status was reported as stable.